Manufacturer narrative:
A2: the patient was an infant. B3/d10: the event was observed january 5-6, 2026. D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump started alarming during patient infusion. The registered nurse (rn) noted that the lipid syringe had a volume of 36 ml remaining; however, the volume of lipids should have been less. The lipid order was scheduled for 40 ml over 20 hrs. The rn disconnected the syringe from the tubing and built up lipid spilled onto the floor from the line. The rn replaced the line, reprogrammed the pump, and restarted the infusion. The infusion continued to run and a downstream occlusion (dso) appeared again. Troubleshooting was performed and the pump continued to alarm. The lipids would be removed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.